Manufacturer narrative:
D2b-pro code (product code): dqy, lit. G4-premarket / 510(k) #:k111295, k162350.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified vessel. A 2.0mm x 220mm x 150cm coyote balloon catheter was advance for dilatation. During the procedure, the balloon ruptured after the first inflation at 6 atmospheres. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications reported, and the patient was in good condition after the procedure.